Event description:
It was reported that the pt is complaining of having pain ever since he received the implant. He has pain directly in the joint. He cannot walk on concrete or hard surfaces or walk or stand for extended periods of time (20 minutes) without experiencing severe pain. He is currently taking tylenol twice a day for pain. The pain dissipates with rest and the medication. He just received the recall letter from his physician today. He is going to schedule an appointment with his doctor today (B)(6) 2012.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.